Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had been struggling with trying to recharge their implant since (B)(6) 2019. The patient had to reset the controller when they recharged by removing and reinserting the battery pack continuously. It was noted the most recent problem was the screen showed 3 different programs at one time all scribbled up and when they turned it off and back on they received a white screen. It wouldn't find the device and they had removed the battery. The patient stated they had removed the battery and has done all the troubleshooting they could but it was not working. The patient reset the controller again so they could try torecharge their empty ins and was able to recharge excellent. The patient was encouraged to continue charging. The patient stated their current ins was put in too deep and they couldn't wear the belt, so they used spandex underwear to hold recharger in place when they recharged. It was described the patient had a hard time connecting during charging and had to fold forward, grab their ankles, and put their head and chest on a pillow for an hour or two in order to charge. The patient had been unable to charge for 5 days and they had been in pain because of that they patient noted that it would be nice to have pills for a time like this. No further complications were reported or anticipated. Additional information was received and it was reported the patient had received the replacement equipment but was unable to return their previous devices due to being in the hospital. The patient explained that on (B)(6) 2020 when they had charged their ins to 40% they were able to turn the ins on. The patient stated when they had turned the ins on they felt the ins burning them from the inside out, like they were frying and they turned their ins off. The patient stated they felt this in the bottom of their feet to the tip of their fingers. The patient reported they were still recovering in the hospital due to those issues. No further complications were reported or anticipated.